Event description:
It was reported there was a serious error message. Unable to recover with the service disk. Followup information received indicates the error came up after powering on, during boot-up process. Was not able to get past this error into the device selection screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).